Event description:
Customer reported that pump declared an alarm during pumping. There was no reported impact to the customer¿s blood glucose level as the customer declined to provide specific information. Customer received assistance from technical support to load a new cartridge using proper technique and was able to successfully resume insulin therapy.